Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking. The following information was received by the initial reporter with the following verbatim. During the infusion of the fluids, it was then noted that the filter was leaking.

Manufacturer narrative:
The customer reported filter leakage, and returned one used sample of material mz5302, lot 24059018. The set was infused with water, and the complaint of leakage was verified from the air vent on the filter. Supplier of filter to investigate the sample further. The supplier investigation found no issue with the filter component. The filter issue potential root cause is related to the end user drugs/solution used. Initial information reported was material mz5302, lot 24059018. This was actually the set used in place of a failed mz9270, lot unknown. The failed sample and sample returned was the mz9270. A device history record review could not be performed on material mz9270 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.